Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and embedded device ('one of mine was imbedded in my uterus') in an adult female patient who had essure (batch no. 632031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cramp in lower abdomen, uterine cervical pain, nausea, abdominal pain, gastric erosions, anxiety, depression, pain in extremity, bipolar disorder, post-traumatic stress disorder, thrombocythemia, fibromyalgia, irritable bowel syndrome, cystitis, incomplete bladder emptying and cervical dysplasia. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), autoimmune disorder ("autoimmune-like symptoms"), mixed incontinence ("urinary problems/mixed urinary incontinence"), dyspareunia ("dyspareunia"), abdominal distension ("excessive abdominal bloating"), tooth disorder ("dental issues"), rash ("rashes"), urticaria ("hives"), alopecia ("hair loss"), arthralgia ("joint pain"), polymenorrhoea ("polymenorrhea"), menorrhagia ("excess menses"), embedded device (seriousness criterion medically significant) with medical device pain and device expulsion ("one of mine was imbedded in my uterus") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy, bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, mixed incontinence, dyspareunia, abdominal distension, weight increased, tooth disorder, rash, urticaria, alopecia, arthralgia, polymenorrhoea, menorrhagia and embedded device outcome was unknown and the device expulsion had resolved. The reporter considered abdominal distension, alopecia, arthralgia, autoimmune disorder, device expulsion, dyspareunia, embedded device, genital haemorrhage, menorrhagia, mixed incontinence, pelvic pain, polymenorrhoea, rash, tooth disorder, urticaria and weight increased to be related to essure. The reporter commented: right coils: 3 left coils: 3 . Diagnostic results (normal ranges are provided in parenthesis if available): helicobacter test - on (B)(6) 2015: positive. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: genital hemorrhage, urinary continence, menorrhagia, arthralgia, mixed urinary incontinence, polymenorrhea and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-may-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and embedded device ('one of mine was imbedded in my uterus') in an adult female patient who had essure (batch no. 632031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cramp in lower abdomen, uterine cervical pain, nausea, abdominal pain, gastric erosions, anxiety, depression, pain in extremity, bipolar disorder, post-traumatic stress disorder, thrombocythemia, fibromyalgia, irritable bowel syndrome, cystitis, incomplete bladder emptying and cervical dysplasia. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) with medical device pain, device expulsion ("one of mine was imbedded in my uterus"), dyspareunia ("dyspareunia"), menorrhagia ("excess menses"), polymenorrhoea ("polymenorrhea"), genital haemorrhage ("bleeding"), rash ("rashes"), urticaria ("hives"), abdominal distension ("excessive abdominal bloating"), autoimmune disorder ("autoimmune-like symptoms"), mixed incontinence ("urinary problems/mixed urinary incontinence"), tooth disorder ("dental issues"), alopecia ("hair loss") and arthralgia ("joint pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy, bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, embedded device, dyspareunia, menorrhagia, polymenorrhoea, genital haemorrhage, rash, urticaria, abdominal distension, autoimmune disorder, mixed incontinence, weight increased, tooth disorder, alopecia and arthralgia outcome was unknown and the device expulsion had resolved. The reporter considered abdominal distension, alopecia, arthralgia, autoimmune disorder, device expulsion, dyspareunia, embedded device, genital haemorrhage, menorrhagia, mixed incontinence, pelvic pain, polymenorrhoea, rash, tooth disorder, urticaria and weight increased to be related to essure. The reporter commented: right coils: 3 left coils: 3. Discrepancy noted in date of insertion- (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): helicobacter test - on 02-dec-2015: positive. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: genital hemorrhage, urinary continence, menorrhagia, arthralgia, mixed urinary incontinence, polymenorrhea and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2021: medical record received. Reporter information was added and date of removal was updated. There was no significant change in the medical context of case as per mail update only imdrf /FDA code changes done. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('bleeding') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. 632031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cramp in lower abdomen, uterine cervical pain, nausea, abdominal pain, gastric erosions, anxiety, depression, pain in extremity, bipolar disorder, post-traumatic stress disorder, thrombocythemia, fibromyalgia, irritable bowel syndrome, cystitis, incomplete bladder emptying and cervical dysplasia. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), mixed incontinence ("urinary problems/mixed urinary incontinence"), dyspareunia ("dyspareunia"), abdominal distension ("excessive abdominal bloating"), tooth disorder ("dental issues"), rash ("rashes"), urticaria ("hives"), alopecia ("hair loss"), arthralgia ("joint pain"), polymenorrhoea ("polymenorrhea") and menorrhagia ("excess menses") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy, bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, mixed incontinence, dyspareunia, abdominal distension, weight increased, tooth disorder, rash, urticaria, alopecia, arthralgia, polymenorrhoea and menorrhagia outcome was unknown. The reporter considered abdominal distension, alopecia, arthralgia, autoimmune disorder, dyspareunia, genital haemorrhage, menorrhagia, mixed incontinence, pelvic pain, polymenorrhoea, rash, tooth disorder, urticaria and weight increased to be related to essure. The reporter commented: right coils: 3 left coils: 3. Diagnostic results (normal ranges are provided in parenthesis if available): helicobacter test - on (B)(6) 2015: positive. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: genital hemorrhage, urinary continence, menorrhagia, arthralgia, mixed urinary incontinence, polymenorrhea and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2019: quality safety evaluation of ptc. (Product technical complaints). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and embedded device ('one of mine was imbedded in my uterus') in an adult female patient who had essure (batch no. 632031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cramp in lower abdomen, uterine cervical pain, nausea, abdominal pain, gastric erosions, anxiety, depression, pain in extremity, bipolar disorder, post-traumatic stress disorder, thrombocythemia, fibromyalgia, irritable bowel syndrome, cystitis, incomplete bladder emptying and cervical dysplasia. On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), autoimmune disorder ("autoimmune-like symptoms"), mixed incontinence ("urinary problems/mixed urinary incontinence"), dyspareunia ("dyspareunia"), abdominal distension ("excessive abdominal bloating"), tooth disorder ("dental issues"), rash ("rashes"), urticaria ("hives"), alopecia ("hair loss"), arthralgia ("joint pain"), polymenorrhoea ("polymenorrhea"), menorrhagia ("excess menses"), embedded device (seriousness criterion medically significant) with medical device pain and device expulsion ("one of mine was imbedded in my uterus") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy, bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, mixed incontinence, dyspareunia, abdominal distension, weight increased, tooth disorder, rash, urticaria, alopecia, arthralgia, polymenorrhoea, menorrhagia and embedded device outcome was unknown and the device expulsion had resolved. The reporter considered abdominal distension, alopecia, arthralgia, autoimmune disorder, device expulsion, dyspareunia, embedded device, genital haemorrhage, menorrhagia, mixed incontinence, pelvic pain, polymenorrhoea, rash, tooth disorder, urticaria and weight increased to be related to essure. The reporter commented: right coils: 3 left coils: 3 . Diagnostic results (normal ranges are provided in parenthesis if available): helicobacter test - on (B)(6)2015: positive. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: genital hemorrhage, urinary continence, menorrhagia, arthralgia, mixed urinary incontinence, polymenorrhea and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received. New reporter added. New events 'embedded device', 'medical device pain' and 'device expulsion' added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('bleeding') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. 632031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included lower abdominal pain, uterine cervical pain, nausea, abdominal pain, gastric erosions, anxiety, depression, pain in extremity, bipolar disorder, post-traumatic stress disorder, thrombocythemia, fibromyalgia, irritable bowel syndrome, cystitis, incomplete bladder emptying and cervical dysplasia. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), mixed incontinence ("urinary problems/mixed urinary incontinence"), dyspareunia ("dyspareunia"), abdominal distension ("excessive abdominal bloating"), tooth disorder ("dental issues"), rash ("rashes"), urticaria ("hives"), alopecia ("hair loss"), arthralgia ("joint pain"), polymenorrhoea ("polymenorrhea") and menorrhagia ("excess menses") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy, bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, mixed incontinence, dyspareunia, abdominal distension, weight increased, tooth disorder, rash, urticaria, alopecia, arthralgia, polymenorrhoea and menorrhagia outcome was unknown. The reporter considered abdominal distension, alopecia, arthralgia, autoimmune disorder, dyspareunia, genital haemorrhage, menorrhagia, mixed incontinence, pelvic pain, polymenorrhoea, rash, tooth disorder, urticaria and weight increased to be related to essure. The reporter commented: right coils: 3 left coils: 3. Diagnostic results (normal ranges are provided in parenthesis if available): helicobacter test on (B)(6) 2015: positive. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: genital hemorrhage, urinary continence, menorrhagia, arthralgia, mixed urinary incontinence, polymenorrhea and pelvic pain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.